Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was not able to load a new cartridge because the cartridge alarm recurred. The customer continued to use the pump for insulin therapy and pens if needed.there was no adverse impact to the customer¿s blood glucose level.